Event description:
It was reported that during a da vinci-assisted surgical procedure the site called in with arm 3 not wanting to advance instrument. Site had changed out drape and cannula seal with no change. The technical support engineer (tse) advised site to do hard restart of the patient side cart (psc). Site stated carriage goes down normally without instrument installed. Site will do that as they had undocked for a bit due to anesthesia issue. Customer called back into technical support to report that the site was still experiencing the issue after replacing the drape. Caller stated that the instrument gets stuck at the top of the insertion axis and then slips and that surgeon does not feel comfortable proceeding as is. Site wanted to bring in the psc for sk6350, but tse informed caller that the software is not compatible. Caller asked how long the software update could take and tse informed caller that the sw update could take 20-90 minutes. Caller stated that surgeon may convert (unknown if lap or open). Tse raised priority to down. Caller requested a field service engineer (fse) follow up and check system. The procedure was completed with no indication of patient injury. On (B)(6) 2024, isi followed up with the customer and gathered the following information: the procedure was completed robotically with a different xi system that was not being used. The procedure was completed robotically with all 4 arms with a different patient cart. There was no injury to the patient. System functionality was checked and it was used in the first case in the room. The system initially powered on without errors.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on in-house system where it failed normal mode with insertion stiffness. The usm was also tested on a patient fixture test platform where it failed the low insertion friction speed. The root cause is attributed to defective components. The top and bottom bearings of the usm required replacement.

Event description:
Refer to h11 for follow-up information.